Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) and right ventricular (rv) leads exhibited failure to capture and helix damage. The leads were not used and replaced. The patient was in stable condition throughout the procedure.